Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp and hv therapy. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.